Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination iof the device did not identify any damages or defects. Microscopic inspection of the device revealed that the annulus of the burr was damaged. During device-to-device interaction test, the rotapro advancer was connected to the rotapro console and the ablation button was pressed, the device was able to reach and maintain optimal revolutions per minute (rpm) with no resistance or issues. No other issues were identified during the product analysis.

Event description:
It was reported that the procedure was cancelled. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.25mm rotapro was selected for use. Prior to the procedure, it was reported that a damage was noted on the protector tip. Also, they were unable to use the device due to nitrogen gas issue. The procedure was not completed due to another reason. There was no patient complications reported, and patient is stable after the procedure was cancelled.

Event description:
It was reported that the procedure was cancelled. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.25mm rotapro was selected for use. Prior to the procedure, it was reported that a damage was noted on the protector tip. Also, they were unable to use the device due to nitrogen gas issue. The procedure was not completed due to another reason. There was no patient complications reported, and patient is stable after the procedure was cancelled.